Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) to thin the skin flap at the implant site.

Manufacturer narrative:
The correct patient identifier is (B)(6) as previously reported. This report is filed (B)(6) 2015.